Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was stopper creep out or loose closure. This event occurred 300 times. The following information was provided by the initial reporter: translated to english. The customer stated there was a "loose cap."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for loose cap with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was stopper creep out or loose closure. This event occurred 300 times. The following information was provided by the initial reporter: translated to english. The customer stated there was a "loose cap."